Manufacturer narrative:
This is one of two device reports related for this event. Add'l info has been requested and will be submitted upon request.

Event description:
The plaintiff's atty alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.